Manufacturer narrative:
During the analysis of the lead, it was detected that the insulation of the lead body was massively damaged by squashing about 32 cm distal of the connector pin. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the patient had received several inappropriate shock deliveries about 5 months after the implantation. The connection of the lead to the device was checked, and it was found that the lead was attached correctly. During the x-ray examination, it was found that the fixation screw of the lead was not extended. A revision attempt failed because the mandrin could not be completely inserted. The lead was explanted and a new one implanted. After the explantation of the lead, an insulation defect was observed. No deterioration of the patient's state of health was reported.